Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a routine pacemaker change out procedure on (B)(6) 2021. During examination of right atrial (ra) lead prior to procedure, it was noted that there were several automatic mode switching (ams) episodes since (B)(6) 2019 due lead noise. During device change out procedure, it was noted that there was outer insulation damage on the ra lead which was repaired using lead repair kit in the same procedure. The patient was stable pre-procedure, during procedure, post procedure.